Manufacturer narrative:
(B)(4). The device was returned and the reported steerable guide catheter(sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. It is possible that user technique during the procedure contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because an air leak was noted in the hemostasis valve of the steerable guide catheter. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. When inserting the mitraclip delivery system (cds) into the steerable guide catheter (sgc), a leak was noted in the sgc hemostasis valve. Air was observed in the hemostasis valve. Aspiration was necessary to remove the cds. Visual inspection of the sgc was performed and no abnormalities were observed. Another attempt was made to insert the cds into the sgc, however, the leak was observed again. A new sgc was used to successfully complete the procedure. A total of two clips were implanted, reducing mr to 1-2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The patient is stable. There was no additional information provided.